Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative (rep) reported that the rep interrogated battery and performed impedance check. Electrodes 3,5,6,7 and 15 showing >10000 impedance. Patient experiencing no issues as programming is not using those electrodes. Current programming does not use problematic electrodes. Patient is happy with her stimulator. There are no known external or environmental factors that are known to contribute to this event. The issue is not resolved. The patient is alive with no injury.